Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, using incorrect tools, and the patient not attending the post-op visit have been ruled out as potential causes. However, the patient has contraindicating conditions as the patient has coronary heart disease. Additionally, the incision site was not irrigated with an antibiotic solution before closure. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the lump is due to a suture that was left in the body. However, the cause of the open wound is due the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has coronary heart disease (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported migration and as a result the device was explanted (refer to complaint (B)(6) for the investigation). Following the explant procedure, the patient reported a lump and an open wound on the thumb. Infection was present and the doctor recommended the patient use wound healing ointment. The wound has healed, the infection has cleared, and the patient is doing well.